Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device went to elective replacement indicator (eri) and then back to normal and then tripped elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.